Event description:
I have been a soft contact lens wearer for over 15 years with no history of adverse reactions to lenses or solutions. I do not wear my lenses or solutions. I do not wear my lenses when I sleep, clean them daily, and dispose of them as recommended. I recently changed my solution to amo complete moisture plus multi-purpose solution and began experiencing problems in my left eye, eye pain, sensitivity to light, the sense of something in my eye irritating it, excessive tearing and blurriness. I discontinued use of my lens in the affected eye and when, after 4 days the problem did not disappear, I saw my optometrist - 2007 - who then referred me to an ophthalmologist. My problem was diagnosed as a corneal ulcer and I was put on an intensive program of antibiotics -zymar 0.3% every 2 hrs and erythromycin ointment each night. Three days later, I made a follow-up visit and was given an anti-inflammatory prednisolone acetate 1% - to use 4x/day. A third visit was made at which time my physician can improvement, but prescribed continued medication as above on a reduced schedule. I have an appt for another follow-up visit. During the initial diagnosis, my physician remarked about the seriousness of my condition, was amazed that I had tolerated it as long as I had, and warned me that this type of infection could take a turn for the worse quickly, so that intensive treatment and monitoring was essential. I am aware of the recall of the amo product mentioned above, and believe my eye infection is directly related to the use of this product, since I have never experienced a problem of this nature before. I have saved the partially used bottle of the solution as well as the contact lens cases that were used for soaking. Used one month nightly contact lens soaking solution.